Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced an intermittent out of range signal. No additional patient or event information is available. It was reported that the patient using the device was under 12 years of age. The t:slim g4 user's guide states: the t:slim g4 system is indicated for use in individuals 12 years of age and greater.